Event description:
Health professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
The reason for reoperation was due to capsular contracture, baker grade IV. Device was received with lot number 561940.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight of the device to be within specification, white particles in the shell, crease(flat) and deformation. A microscopic analysis was performed which identified no other observations observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device has been explanted.